Manufacturer narrative:
Product involved in incident was not returned for evaluation. If product is returned, arkray will send to manufacturer for testing and file a follow-up report when evaluation is complete.

Event description:
Customer is using techlite pen needle part (B)(4). Customer is claiming that seven of the pen needles had no flow. Verified insertion method of the pen needle. No visual damage. Customer said he would try a different pen needle from the box and it would flow fine. He has been using product for a long time and never had any issues. Replacing box of pen needles for customer and sent return label for customer to mail back. Explained return label.